Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint indicating that the patient had a pulse when asystole displayed on efficia dfm100 defibrillator monitor. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Event description:
Philips received a complaint indicating that the patient had a pulse when asystole displayed on efficia dfm100 defibrillator monitor. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device. The asp was unable to replicate the customer reported fault. Performance verification passed. No device logs or patient event files were provided to philips for review. Philips is currently waiting for response to good faith effort attempt to obtain additional details regarding the patient and patient event. A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint indicating that the patient had a pulse when asystole displayed on efficia dfm100 defibrillator monitor. Additional details were received via good faith effort regarding the patient and procedure. The dfm100 was being used to monitor a patient in cardiac arrest. There was no harm to the patient. The patient was 35 years old and female and was transferred to hospital. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. A philips asp evaluated the device. The asp was unable to replicate the customer reported fault. Performance verification passed. No device logs or patient event files were provided to philips for review. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.